Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. If additional information or the device is received a later time, this report will be supplemented.

Event description:
During endoscopic lithotripsy eight basket wires broke at the same time. The patient has transferred to the open surgery from the endoscopic treatment.

Manufacturer narrative:
The subject product was returned to omsc for investigation on feb.2, 2016. The investigation confirmed that the basket wire was broken. And also, the basket wire was stretched and deformed. There were no abnormalities found upon investigation of the outer diameter. As the checking of the manufacturing record of same lot, nothing abnormal was detected. It is surmised that the basket wire fractured because stress that exceeded the durability of the device was applied to crush the calculus. A size and hardness of a calculus are among the factors that may cause excessive stress. Deformation of the basket was most likely caused by the stress applied upon crushing the calculus.